Manufacturer narrative:
(B)(4).

Event description:
Plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to dvt with high risk of bleed. Plaintiff is alleging vena cava perforation. (B)(4).

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.